Manufacturer narrative:
(B)(4). Batch r5a585. Investigation summary: the analysis found that one ecr45b cartridge reload was received for analysis with no apparent damaged. The reload was received partially fired 1/10. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence, during the firing sequencing resistance was felt, the staples line was noted to be incomplete, the reload was removed from the device and was dissembled and the one piece sled and some drivers were noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the reload did not work, and it was necessary to open a new unit. No staples were deployed and the knife did not cut. There was no difficulty opening the device. There were no adverse consequences for the patient.